Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint of burns. Failure analysis found the primary failure of thermal damage to the yaw pulley to be related to the customer reported complaint. The fbf instrument was found to have thermal damage on the bipolar yaw pulley. Thermal damage was found at the base of one of the grips. The instrument passed electrical continuity. Upon visual inspection, there was no observed damage to the conductor wire. There was no missing material. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a bipolar instrument.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the plastic holder of the fenestrated bipolar forceps instrument was burnt. The procedure was completed with no patient harm and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the plastic holder of the fenestrated bipolar forceps instrument was burnt.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage, an investigation is in progress. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.